Manufacturer narrative:
It was reported that after an initial bunion surgery in 2017, all hardware (tmc and non-tmc) was removed in a revision surgery on (B)(6) 2022 due to what the patient believed was causing unspecified "internal issues". The surgeon was unable to confirm or diagnose "internal issues" claimed by the patient. Additional information indicates the patient's bones were fully fused/healed. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Device specific information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined. Although a number of factors could have contributed to what was reported, no facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with healing or placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery in 2017, all hardware (tmc and non-tmc) was removed in a revision surgery on (B)(6) 2022 due to what the patient believed was causing unspecified "internal issues". Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.